Manufacturer narrative:
The reported device has been discarded by the customer. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4)).

Event description:
It was report that the patient alleged the tighter device pulled out a crown. There was no physical injury only the crown was allegedly dislodged. The patient is scheduled to receive a temporary crown, followed by a permanent crown at a later date. Patient mentioned the affected crown is one they have had for a long time. The event occurred the patient wore the device.

Manufacturer narrative:
Corrected information: e3, g2. The device has not been received, however, the non-visual device evaluation has been completed and the results are as follows: DHR results: there were no issues during the manufacturing process. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: a root cause for this complaint cannot be explicitly determined. Variation in the manufacturing process may cause the finished product to have a size that does not meet the standard. However, probable root cause may be due to user error to cause the size of the product which may impact customer perception of the overall fit. Manufacturer reference #: (B)(4).